Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member, via a manufacturing representative, of a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient started charging at 50% and after 4.3 hours of charging they were at 75%. The patient was unable to charge past 75%. The patient had neck pain while charging. It was behind their ear and they could feel an electric shock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the cause of the shocking sensation was not determined. The shocking does not occur during recharging but during normal use. Palpating the system does not provoke the sensation. The cause of the recharging issue is that the recharging times are too short. Technical services reviewed the system data and there were no anomalies found. The patient's system appears to be functioning correctly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturing representative. It was reported that the patient was asked to charge for longer durations of time, but it had not yet happened. The manufacturing representative met with the patient and the ins was at 75%. The recharge statistics did not seem strange to the manufacturing representative. The patient had charged for relatively short durations with most sessions being around an hour or less. The interval between charges was typically around a week, sometimes longer. The patient described the neck pain as a pulling and as a shock. This feeling has happened twice, once in the very beginning after implant and having the device turned on and the second a few weeks prior to the report. The second time occurred after charging. The shocks did not occur during the manufacturing representative's visit with the patient, and could not be induced by palpating, measuring impedance or recharging. The patient was instructed to log what they are doing if they experience the shock again, and to charge for a longer duration if they wish to achieve 100%.